Manufacturer narrative:
A ge svc rep performed an on site investigation. The image processor board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was no power and no image on the monitor. The fse reported that this sys only has one monitor. Therefore, the sys was unusable due to the loss of live fluoroscopic imaging. There was no pt injury or death reported.